Event description:
Note: this report pertains to three spyscope ds ii access & delivery catheters that were used in the same patient and procedure. It was reported to boston scientific corporation that the three spyscope ds ii were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6)2023. During the procedure, the three spyscope ds ii was plugged into the controller and no image appeared on the screen. They tried to unplugged, replugged and checked cord connections; however, the problem was not resolve. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10 the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were no elevator marks along the shaft of the catheter. An image test was conducted. Upon initial insertion, there was no live image. Articulation of the handle had no effect on restoring an image. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl). X-ray imaging showed no problems with the camera wire at the distal cap and in the pebax region. X-ray imaging shows no problems with the camera wires at the strain relief, breakout region or printed circuit board assembly (pcba). The handle was opened and inspected visually. No problems or damage was noted in the handle. The umbilicus of the device was replaced with a known working umbilicus and a live image was displayed. The original umbilicus of the complaint device was inspected and the umbilicus was opened. Visual inspection of the inside of the umbilicus housing showed that the umbilicus cable was not connected to the pcb connector. The cable length was also noted to be short and did not reach the pcb connector as is; therefore, the cable was pulled on to get enough cable length to reach the pcb connector. Once the umbilicus cable was connected to the pcb connector, the umbilicus housing was closed and the umbilicus was inserted into the controller. A live image was displayed. The reported complaint regarding no visualization was confirmed. During product analysis, no live image was displayed upon initial plug in of the device. The umbilicus of the device was replaced with a known working umbilicus and a live image was displayed indicating that the visualization problem is due to the umbilicus. The umbilicus housing of the device was opened and upon visual inspection it was noted that the umbilicus cable was not connected to the pcb connector. The umbilicus connector was connected to the pcb connector properly and the umbilicus housing was closed; the umbilicus was then inserted into the controller and a live image was displayed. Based on all gathered information, the complaint investigation conclusion code selected for no visualization is cause traced to component failure, which states that a random component failure without any manufacturing problem can be attributed to the complaint. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to three spyscope ds ii access & delivery catheters that were used in the same patient and procedure. It was reported to boston scientific corporation that the three spyscope ds ii were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2023. During the procedure, the three spyscope ds ii was plugged into the controller and no image appeared on the screen. They tried to unplugged, replugged and checked cord connections; however, the problem was not resolve. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.